Event description:
Customer reported the system is displaying a low ma error message. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the high voltage cable connectors and performed a filament calibration, and replaced the control panel. System operates as intended. (B) (4)